Manufacturer narrative:
Per the manufacturer's technical support, during troubleshooting he installed an expired oxygen (o2) sensor that he had and the epgs passed calibration. The original o2 sensor was reinstalled and calibration failed. He returned the suspect device to the manufacturer for evaluation. During laboratory analysis, the product surveillance technician (pst) observed the epgs to calibrate 30 times successfully during the evaluation. The service repair technician (srt) replaced the o2 sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2018-00334.

Event description:
It was reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) failed calibration. There was no patient involvement.